Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic appendectomy, the device partially fired and there was an incomplete staple line. The surgeon said that the stapler cut beyond the staples. The surgeon had to oversew bleeding staple line complete the case.